Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was due to use error. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line) that appeared on the home choice (hc) during initial drain. Gts assisted the home patient (hp) with cycling power to end therapy. The unused line had a clamp open, allowing air to enter the setup. Product surveillance (ps) spoke with the hp's nurse, who said, the hp had notified her of the alarm. The nurse said, she notified the physician. The nurse was not aware of the use error; ps recommended a review of proper procedures. The patient was involved but there was no serious injury or medical intervention reported.